Event description:
Customer reportedly obtained a result of 320mg/dl on the device while the paramedic's device read 74mg/dl. Customer was given juice and food to elevate the blood glucose. No medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.